Manufacturer narrative:
Other, other text: b3: the event occurred around (B)(6) 2020. H2: additional information: see b3, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient or clinical injury.

Event description:
Additional information was received. No patient injury was reported.

Manufacturer narrative:
Other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The top case was chipped in the back. The right plunger case was cracked. There was check clutch error in error history log. The reported issue was confirmed. The root cause was due improper user assembly; the motor mount bushing for the leadscrew was installed on the wrong side of the motor mount and came out. The leadscrew was loose in the mount. Actions were taken to repair the reported problem. The motor bracket and bushings was re-assembled. The clutch half's and spring were replaced as a preventative measure. The parts were almost 9 years old. B3: the event occurred around 07/22/2020 this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Event description:
Information received a smiths medical pumps/medfusion 3500 pumps made a click noise and clutch lever error alarm. No patient adverse events reported.